Event description:
It was reported that during a rotational atherectomy procedure, the brake failed to work and there was wire movement. Another advancer and burr were used to complete the procedure.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.